Event description:
It was reported post op an adjustable gastric band procedure, a fluoroscopy was performed and no leak was detected. The surgeon decided to replace the band anyway. The surgeon moved the stomach up from around the band and cut the buckle. Then he pulled the band tubing with graspers and removed the port. When the locking connectors were unlocked the strain relief was gone. The strain relief was left in the patient. The band was replaced. The procedure went well and the patient has been released from the hospital.

Manufacturer narrative:
Information anticipated, but unavailable at this time.